Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited fluctuating pacing impedance, defibrillation impedance, and sensing. It was also noted that the rv lead exhibited high out-of-range defibrillation impedance. The patient's rv lead was capped and replaced on (B)(6) 2025. The patient was stable.